Manufacturer narrative:
(D10) concomitant device(s): stage 1 (spacer): sps0121k - sm. Spacer shoulder kit 41mm aa7842040. Stage 2 (revision): 300-01-09 - equinoxe, humeral stem primary, press fit 9mm: 3789863, 320-42-00 - equinoxe reverse 42mm humeral liner +0: 3925407, 320-42-00 - equinoxe reverse 42mm humeral liner +0: 3972939, 320-10-00 - equinoxe reverse tray adapter plate tray +0: 3961703, 320-01-42 - equinoxe reverse 42mm glenosphere: 3977971, 320-15-05 - eq rev locking screw: 3971959, 320-15-08 - sup/post aug plate, r rs glenoid baseplate: 3813145.

Event description:
Approximately 8 month(s) and 2 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced infection. Subject had infected tsa done elsewhere and performed a two-stage revision. Subject is now infected again. The patient underwent first stage of a standard total revision with the implantation of an antibiotic spacer. Approximately 4 year(s), 6 month(s) and 15 day(s) following, the second stage of the revision was completed with the reported removal of the humeral tray, humeral liner, glenosphere, glenoshpere locking screw, glenoid base plate, and compression screw / locking cap. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure. This event was reported through clinical trial study data collection activities and no other information is available at this time.